Event description:
During the procedure, the generator was smoking. The procedure was stopped and could not be completed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this incident, attempts were made to obtain complete patient and physician information. Correction: e2 - yes should have been checked on the initial report rather than no.